Event description:
A medtronic rep reported that during a cranial tumor resection utilizing navigation, the software application became unresponsive. The software application then exited on its own to the login screen. Surgery completed without use of navigation. No harm to pt occurred.

Manufacturer narrative:
Site declined to provide pt info due to pt privacy laws. A replacement computer has been sent to the site, but no parts have been replaced or returned for eval at this time.

Manufacturer narrative:
Computer passed all performance testing with no problem found. The computer was found to be fully functional and did not cause reported malfunction.